Manufacturer narrative:
For the reported 8 events, lot numbers were provided, and lot history review. The samples were returned for evaluation. For the 2 reported malfunction the investigation is inconclusive as the samples were not retuned and photos were provided for six malfunctions and is currently underway review. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model ecp017g biopsy instrument allegedly experienced foreign material present in device. These reports were received from various sources. All six events involved a patient with no reported patient consequences and two events did not involved a patient with no reported patient contact. Of the eight reported patient, six patients ranged from 27 ¿ 58 years of age, five patient weight ranged from 72 ¿ 77 kgs, and all the patients were female; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot numbers were provided for each malfunction and lot history reviews were performed. The devices were not returned for any of the seven malfunctions, but photos were provided for six malfunctions. The investigation is confirmed for foreign material for four malfunctions that received photos, and is inconclusive in the remaining two malfunctions that received photos. The last malfunction is inconclusive for foreign material as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model ecp017g biopsy instrument allegedly experienced foreign material present in device. These reports were received from various sources. Six malfunctions involved a patient with no reported patient consequences and one malfunction did not involve a patient. Of the reported patients, three patients ranged from 27 ¿ 58 years of age and two patients weight ranged from 72 ¿ 77 kgs. All the patients were female. The remaining patients' other patients age and weight were not provided.